Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 01/04/2022, it was reported by a sales representative via e-mail that ar-9400 sbk implant system had 2 fibertaks pull out. This occurred during an unknown procedure. No additional information provided. Additional information requested. Additional information provided on 01/05/2022: the procedure being performed was an eclipse. The device pulled out of the bone. The device did not break inside of the patient. The bone quality of the patient was poor to average.